Event description:
The facility's technician reported a fail code 803:20, which occurred during patient use. Information was requested by baxter regarding specific patient information or patient injury, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact information was identified. The technician stated that there have been no reports of any patient incidient involving this pump since the last baxter service event.